Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 547 mg/dl at the time of incident and the current blood glucose level was 366 mg/dl. Customer did not experience any symptoms related to high blood glucose level. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The customer was treated with insulin for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high. Customer alleging possible insulin pump under delivery. Customer stated that the blood glucose level was also 208 mg/dl. Customer stated that the drive support cap appears normal. The insulin pump will be returned for analysis.